Event description:
It was observed that during the device evaluation, the colonovideoscope had rust traces inside the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, rust traces inside the light guide lens due to cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.